Event description:
It was reported the patient is not receiving effective stimulation in her pain pattern as she did with her trial implant. Additionally, she is receiving unwanted thigh stimulation. An sjm representative was unable to resolve the issue with reprogramming. Follow up identified the patient wants her scs system explanted due to ineffective stimulation, in addition to the possibility of undergoing an MRI at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.